Manufacturer narrative:
The model and type of mesh system that was implanted was not indicated. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2010, an unknown "pelvic mesh product(s)" was implanted. It was reported that, she "has suffered/will continue to suffer," pain, suffering, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities, and/or economic damages as a result of the implantation of the "pelvic mesh product(s)." Also, she has suffered and will continue to suffer loss of consortium, and other damages.